Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. The customer went through 8 infusion sets. Customer's blood glucose level was over 400 mg/dl. He was able to do small boluses to get his blood glucose level down. The customer also noticed small bruises on his sites. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated four open/used reservoirs. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusion was noted.